Manufacturer narrative:
During removal, a biopsy from the fascia at the edge of the fistula was taken which confirmed that the repair was intact with the ovitex implant remodeled. Although the polymeric portion of the device was removed, the implant still performed its primary function of soft tissue reinforcement. The patient is doing well as of (B)(6) 2019. Further, a DHR review was completed and no non-conformances or anomalies were found that may have caused or contributed to this event. (B)(4).

Event description:
On (B)(6) 2018, a patient with a history of diverticulosis and a right hemi-colectomy underwent a robotic laparoscopic incisional repair of an incisional hernia in the midline. Primary closure was obtained and reinforced with intraperitoneal placement of ovitex 1s permanent 16x20cm. The mesh was cut into two equal pieces and sewn together (approximately 10x30cm). In late (B)(6) 2019, the patient presented with swelling and pain of the anterior abdominal wall. A CT revealed free air in the subcutaneous tissue. The proximal and distal ends of the wound were opened and copious amount of fecal matter was evacuated, and with it a portion of the polymer reinforcement of the mesh. Upon further inspection the surgeon found an enteric fistula that communicated with the subcutaneous space. The subcutaneous space was lavaged and inspected. Except for the fistula, the fascia and hernia repair appeared intact. Antibiotics were started and subsequently the fistula was first ligated and then removed.